Event description:
On (B)(6) 2016, pt had l4-s1 laminectomy, right l5-s1 discectomy, l4-s1 foraminotomy with jackson-pratt drain placement. On (B)(6) 2016, pt was in bed and put her hand down on the jp drain to push off of the bed while attempting to get out of bed and stand up. Reportedly, the pt inadvertently pulled out the jp drain, which was dangling outside of the skin by the sutures. Physician was notified and ordered the jp drain removed and dressing applied. Nurse did so and threw away that part of the jp drain. Pt was discharged on (B)(6) 2016. On (B)(6) 2016, pt returned to neurosurgery clinic for eval of incision and was directly admitted. On (B)(6) 2016, lumbar spine MRI showed large epidural and paraspinous enhancing fluid collection with soft tissue edema at the level of the surgical bed. On (B)(6) 2016, I&d removed the distal piece of jp drain, approx 6 cm length. Wound vac was placed. Wound cultures positive for strep b and pt started on rocephin. On (B)(6) 2016, guided needle aspiration of fluid showed no growth. The distal piece of the jp drain is being retained by hospital risk management until the medline account manager, (B)(6), takes possession on or about (B)(6) 2016. Photo of distal piece of jp drain is attached. (B)(4).

Event description:
Add'l info received from reporter on 12/08/2016 for report # mw5065794: for MFR, model number, and catalogue number.